Event description:
The manufacturer received information alleging a ventilator's lcd display screen was damaged and the flow sensor assembly appeared to be mis-assembled. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the device's lcd display screen was damaged. The damage is consistent with the device being dropped. The device's lcd display screen was replaced to address the issue. During the evaluation of the returned device at the manufacturer's service center, the flow sensor assembly was observed to be out of position. The manufacturer has reviewed the device history record and the device passed all final testing before leaving the manufacturer. The manufacturer concludes the issue (mis-assembled) with the flow sensor assembly was consistent with the device being tampered with. The device's flow sensor assembly was replaced to address the issue.